Manufacturer narrative:
Per the complaint, part number and lot information are unknown. If additional information becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.